Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ventricular output connector, upper case, and lower case are broken. Analysis also found the ring, side bail covers, ring cover, side bails, battery drawer, o-ring, and two case screws are missing. Lead flex cover is corroded, battery contacts are compressed, the keyboard is scratched, and battery release is contaminated. (B)(4).

Event description:
It was requested to check performance and noted the device needs parts. Followup indicates there are missing parts (battery door, handle, cover) that need to be replaced. The external pulse generator was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.